Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint, and the freestyle libre 2 reader, and no trends were identified that would indicate any product related issues. The DHR (device history record) for the precision test strips was reviewed, and the DHR showed the precision test strips passed all tests prior to release. Retain testing was performed for the precision test strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, upon test strip insertion. The customer was therefore unable to obtain glucose results and became hypoglycemic with dizziness, blurred vision, fatigue, and tachycardia. The customer was treated with glucagon injection by relative. There was no report of death or permanent injury associated with this event.